Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an 8.3 cm fusiform thoracic aortic aneurysm in zone 3 approximately 33 months ago. Vessel morphology was reported as the proximal neck was 40 mm in diameter and 10 mm in length. It was reported that a type ia endoleak was discovered nine months post stent graft implantation. The physician deemed there was no health hazard and the endoleak did not require intervention. The patient was monitored normally. It was reported that 19 days later the patient expired due to cardiac arrest. The physician assessed that the endoleak and cardiac arrest were not related to the taa or the procedure.

Manufacturer narrative:
Exact date of birth is unknown. (B)(4). Evaluation codes, results: inherent risk of procedure (endoleak, death); other (lack of information, unknown cause of endoleak) evaluation codes, conclusion: other (lack of information, unknown cause of endoleak).

Event description:
The relationship to the product was updated from no to unknown, the relationship to procedure was updated from no to unknown per the physician.